Event description:
Received from the customer a copy of their medsun report which states "nursing discovered that the spike inside the screw adapter at the end of the IV tubing broke off inside the caresite access device. We are finding more and more of these occurrences where the spike snaps off inside the caresite access." No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received. A f/u report will be submitted with investigation results should the device be received for eval.